Event description:
I got breast implants in 2009. I had no idea the damage they could do to our bodies. I also was never told about any kind of complications I could have. One year and 9 months after I got my implants, I was hospitalized for a severe thyroid crisis. My tsh was over 900. Since then I have been diagnosed with hashimotos thyroiditis. I have had so many other symptoms including: severe breast pain, burning nipples, severe joint pain and have been diagnosed with psoriatic arthritis, major depression, panic attacks that make me want to cut them out myself, insomnia, hair loss, extreme fatigue, and dry eye just to name a few. My quality of life is at a zero and to make that worse finding a dr that acknowledges bii is impossible. I find it hard to believe that having a foreign material in your body can make them think that it's impossible not to make you sick. I'm not saying that it happens to everyone but there are enough sick women out there that it should at least be thought of as a possibility. Four months ago I had to repeat several mammograms because they found a spot behind my left implants that they couldn't determine what it was. I went in for a biopsy and was told it was to close to the implant to biopsy. I said so take my implants out. Unfortunately they decided to monitor it instead. For a person who already has extreme anxiety and panic attacks, imagine how it feels to know that drs could monitoring something in your body that they can't rule out as cancer because of a disastrous mistake you made 11 years ago and have regretted ever since. Please do something to help the women suffering. Breast "implantness" is a real thing. I have developed 2 autoimmune diseases, with no history of them being in my family. Hashimotos thyroiditis and psoriatic arthritis. Both commonly reversed in women who explant with total capsulectomy. I am currently taking 6 different prescriptions. FDA safety report ID# (B)(4).